Manufacturer narrative:
The dispatched fse inspected the device and replaced some parts which are not in causal connection to the reported event, the reason was that a preventive maintenance replacement interval for these was due. The peep valve was replaced as well; the device passed all consecutive tests and was returned to use. Log file review performed by the manufacturer revealed that the workstation passed the power-on self-test in the morning of the doe without deviations. The concerned procedure went well after changing to an automatic ventilation mode for the first 40 minutes until the ventilator sporadically detected an exspiratory flow during inspiration (pmax valve err), typically caused by a not completely closed peep/pmax valve. In consequence, the device alarmed for reinstall vent as described by the complainant. The user switched between the modes while the situation remained unchanged. After some minutes the unit was placed into standby, finally. The reinstall vent alarm can have multiple root causes, among them a sporadic issue with the electronic peep valve. Since the error condition was still present during the on-site visit and could be removed by replacement of the peep valve finally, a causal connection is seen likely. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the device posted an alarm of type reinstall ventilator during use. No injury was reported. Remark: it was determined during an internal data analysis that no follow-up MDR was submitted during the complaint closure process in a timely manner. This follow-up is now herewith submitted belatedly.

Manufacturer narrative:
The investigation has just begun, results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the device posted an alarm of type reinstall ventilator during use. No injury was reported.